Event description:
It was reported that the case was started at 10:23. Edema and increase in peak pressure not at 1120. Surgeon informed and proceeded to work. Arthroscopy pump ran at 80 and 1.0 for majority of case. Total saline used was 55,750ml. Saline return equaled 42,250ml with a larger amount of saline on the floor uncollectable. Saline deficit noted at 14,500ml. Upon drape removal, edema was noted to bilateral breast around neck, left rear, and back of scalp. Pt was removed to stretcher and placed in sitting position. Pt remained intubated and transported to pacu at 1208. As of day after the case, pt remained intubated in ICU.

Manufacturer narrative:
Additional info will be provided once investigation is completed.